Manufacturer narrative:
Upon receipt of the amplatzer septal occluder and delivery cable, the products were measured and confirmed to meet dimensional specifications. The products were examined microscopically and no defects were observed. The device attached fully and securely to and detached from the returned delivery cable with minimal effort. The returned product analysis with review of the device history record indicated the products were manufactured according to aga medical specifications; however, the results of this investigation are inconclusive since the implant echocardiograms were not available for review. It is possible that the multiple deployments and retractions, the sheath was for use (IFU) directs the user to advance the device into the sheath by pushing (not rotating) the delivery cable (asd IFU, directions for use, section 11.3).

Event description:
According to the information received, the device was difficult to deploy satisfactorily across the atrial septal defect (asd) as the anterior part of the left atrial (la) disk kept prolapsing to the right atrial (ra) side of the defect. The device had to be retracted into the delivery sheath on three separate occasions, with quite significant force to successfully withdraw the entire device. On the fourth attempt of device deployment, the la disc prolapsed into the ra and needed to be retracted into the sheath. With only very slight traction of the delivery cable, the cable came adrift from the device, without untwisting of the cable at all. Fortunately, the device was sitting in a sufficiently stable positon across the asd to almost occlude flow, but there was concern that the la disc was prolapsing into the ra. The patient was elected to have same-day surgery for device removal and asd closure by patch. The physician had initially stated that the cable had not been rotated at any point in the procedure, and normal care was applied to have the thread of the delivery cable appropriately tightened the device at the time of loading, prior to insertion into the sheath. The physician later had stated that the thread of the delivery cable might have slipped out of the female end screw of the device with the traction applied to withdraw the device into the sheath. The thread mechanism may have been weakened by the previous withdrawals of the device into the sheath. Another possibility is that some clockwise twisting of the sheath with an inadvertently fixed end of the cable may have resulted in unintended unscrewing of the cable.